Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a constant alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The alarm was due to an erratic display. The se replaced the graphic user interface (gui) light emitting diode (led). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.